Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "jumping breast" and capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient reported right side "jumping breast" and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, g4, h6.